Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they had therapy off because the stimulation would change on it's own and wasn't helping with the patient's symptoms (patient said it was like a merry-go-round where they would either have constipation or leakage). The patient said the implant had been shocking them and they just wanted the device removed but their doctor told them they needed to see other hcps to rule different things out before the patient had surgery to remove the device. Pt mentioned hcp wanted them to see their gynecologist. Patient requested ps to assist them in turning therapy back on during call. Without instruction the patient turned therapy on and said "they couldn't take the shocks!". Ps walked pt through turning stimulation down to comfortable level. Patient will maintain stimulation, monitor symptoms and follow up with hcp. Patient mentioned that they had a very painful right shoulder that they needed to have an MRI on which made it very difficult to hold the communicator over the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.